Event description:
It was reported that the device was defective due to puncture on cable. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation found puncture in the cable. Additionally, device failed leak test. Connector tip was found smashed the device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed.¿ reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. Based on investigation results, the complaint was confirmed and found to be due to punctured cable unit causing leak . The identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.